Manufacturer narrative:
(B)(4). Per the ccp: the ccp had no problems running the roller pump manually. We pulled it out of service after the case. The field service representative (fsr) was unable to duplicate the reported issue. The ccm filter was extremely clogged with debris and dust. The fsr suspects the ccm had overheated and shut down. He performed preventive maintenance (pm) of the device. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display was lost (went blank). The device was not changed out, as the local controls were being used to complete case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: according to the information provided by perfusionist (ccp), 11 minutes into cpb, the ccm display went blank. As a result, the ccp continued to use the system-1 by manually running pumps via local controls. After the case was completed, the ccp power cycled the unit and the ccm display function returned. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. No parts returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.